Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve ((B)(4)), the valve was implanted at a reported depth of approximately 6-10 mm. An echocardiogram showed mild-moderate paravalvular leak (pvl). A 22 mm non-medtronic balloon was used to perform post-implant balloon aortic valvuloplasty (bav). After the bav was performed, the patient became hypotensive. The echocardiogram showed a perceived annular rupture and effusion. Pericardiocentesis was attempted but could not tap the effusion. A decision was made to open the chest in an attempt to fix the rupture. When the chest was open, the valve was explanted and no rupture was found. A non-medtronic surgical bioprosthetic valve was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.